Event description:
It was reported that the health care professional (hcp) requested review of data stored by this implantable cardioverter defibrillator (ICD) system. Technical services reviewed and advised atrial tachy response episodes reviewed exhibited far-field oversensing. The hcp reported the patient was symptomatic. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of data stored by this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed and advised atrial tachy response episodes reviewed exhibited far-field oversensing. The hcp reported the patient was symptomatic. Additional information from the field representative provided patient symptoms included heart fluttering and palpitations. Reprogramming was completed per ts recommendations. No future actions are planned at this time. This ICD remains in service. No additional adverse patient effects were reported.